Event description:
It was reported that a spectrum infusion pump alarmed "system error 105." Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom system error 105, caused by a failed motor flex. The failed motor assembly was replaced.